Manufacturer narrative:
One used sample was received for evaluation. Visual inspection noted the bond showed spotty solvent coverage at the tube luer bond. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that there was leakage of medicine from the extension tube connection side and cassette connector origin. There was no patient involvement.

Manufacturer narrative:
B3: november 2025 was the month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.